Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 436-577 mg/dl. Cause was not known. A correction bolus and manual injection were given to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.